Event description:
Hamilton medical ag received the following incident description: tightness test fails, expiratory valve calibration needed.

Manufacturer narrative:
All calibrations including expiratory valve were performed.

Event description:
Hamilton medical ag received the following incident description: tightness test fails, expiratory valve calibration needed.

Manufacturer narrative:
All calibrations including expiratory valve were performed. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: 8966) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h4, h11.